Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 200 samples were taken from the current production (material number 5-10314 lot # 73c2100984) at the manufacturing facility. The samples were visually inspected and issue reported "detached - connector" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "customer had a complaint regarding ett connector issues and leakage around the cuff during use on a patient". No patient injury or harm reported. Patient condition unknown at time of report.